Event description:
Information received regarding the explanted device notes that the device could not be interrogated. ECG, with and without magnet application, had been normal. There were no consequences to the patient.